Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that patient fell and experienced shocking at the ins site. An x-ray was ordered. No further complications were noted or anticipated